Event description:
It was reported that a 72-year-old caucasian female patient underwent revision breast reconstruction surgery with 650cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her right side postoperatively; diagnosed via ultrasound. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2025. On december 17, 2025, mentor became aware that the patient also experienced bilateral capsular contracture; baker grade IV on the right, and grade ii on the left, right side local reaction, breast mass, discoloration, and left side gel bleed and necrosis in addition to right side rupture. It was also reported that the devices were discarded, photos were received, and non-mentor devices were used as replacements on (B)(6) 2025. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, no damage or visual anomalies were observed . As the product involved in this complaint was discarded, the device could not be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformance's were identified as part of this evaluation. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet necrosis may prevent or delay wound healing and require surgical correction, which may result in additional scarring and/or loss of tissue. Implant removal may also be necessary. Necrosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: left gel bleed, capsular contracture; baker grade ii, and soft tissue necrosis, mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).